Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to update. It was observed in the software history, no updates were available. It was also determined at analysis that the stylus did not work correctly. The left and right keyboard hinges were broken, and the keypad was missing several keys. The upper keyboard case was broken, and the fan was noisy. Updates were required for the electrocardiogram (ECG), connector and the handle. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to update. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.